Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the reagent probe was the likely cause of the issue. The fsr found the probe was not being rinsed properly and corrected the rinsing pressure, resolving the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for the architect c801846.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated creatinine results for two patients generated on the archtiect c8000 processing module. Results did not match clinical history and were not reported out. The customer repeated the samples and results were lower which matched the clinical history. The following data was provided: patient 1 initial result = 313 umol/l, repeat = 81 umol/l. Patient 2 initial result = 588 umol/l, repeat = 75 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.